Event description:
It was reported that the high frequency electrosurgical unit reported error e006, generator temporary failure. The issue was found during an unspecified hysteroscopic polypectomy of uterine polyps. There was report of unspecific delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.